Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that thy experienced the high blood glucose and the insulin pump had keypad anomaly. The customer's blood glucose was 400 mg/dl. The customer was treated with the manual injection. The customer stated that they got stuck in storm and had water damage and one of the buttons got stuck. The customer was advised to observe time clock for one minute to verify if time advances and found that the tine was advancing. The troubleshooting was not mentioned for the high blood glucose and performed for the keypad anomaly and fluid exposure. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.